Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation with red, bumpy skin. The patient did seek medical treatment and was advised to use an otc topical steroid. Patient did follow proper skin preparation instructions.